Event description:
It was reported that a large rise in rv capture threshold was observed. The lead was removed when an attempt to reposition was unsuccessful. The lead was discarded and will not be returned.

Manufacturer narrative:
Na